Event description:
It was reported that a revision surgery was performed due to a broken prosthesis.

Manufacturer narrative:
The associated echelon porous straight stem was returned and evaluated. A lab analysis conducted during this investigation indicated that the stem is fractured at the proximal section of the device. There is little to no bone growth on the distal section of the stem indicating that the stem was not fixated within the bone. Also, the porous coating was sheared on one side of the stem; this was likely caused by removal of the device. The coronal slot in the distal tip of the stem was compressed, this likely occurred in vivo or during removal. No material or manufacturing deviations were identified in this investigation. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The batch number was provided for the device. Thus, a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the implanted devices failed to meet specifications. A clinical evaluation noted that no clinical supporting documents were provided to confirm the reported issue or to determine the root cause of this reported occurrence. However, the lack of bone ingrowth identified in the explant analysis along with possible micro-motion could have been a contributing factor the reported broken prosthesis, although the implantation date remains unknown. The patient may experience possible pain or brief post-op rehab. No further clinical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.